Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he was attempting to change the cannula and the insulin pump would get to load and would not move from there. It would take him back to rewind and not exit the preparing to prime screen. Customer states they are unable to exit the "load reservoir" process. The customer¿s blood glucose level was unknown at the time of the incident. Customer was assisted with troubleshooting and was advised that the pump will need to be replaced. The insulin pump will not be returned for analysis.